Event description:
While checking on the patient, the nurse noted the umbilical venous catheter (uvc) leaking at the luer hub catheter line connection point. The uvc was replaced and the leaking catheter was sent to biomed for replacement. Manufacturer response for umbilical veniousvenous catheter 3.5f, argyle 3.5 f (per site reporter): manufacturer provided return instructions for device evaluation. Test performed: visual performance test. Test results: bme confirmed leaking by saline injection. Leak occurred at hub strain relief catheter line connection point. Device packed and sent to MFR for analysis.